Manufacturer narrative:
Continuation of d10: product ID neu_unknown_lead. Serial# unknown: product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator (ins). The patient said they were using it one day and they felt like it was "burning my chest". The patient indicated they had lost weight and their "boob" was now smaller and the ins would slide all around so they would have to "chase it all around" when they went to charge." The patient said the battery had moved up to their neck area. They said that the ins had never fully taken away their familiar tremor which they called their "head twitch" but the pain they used to have in their neck along with it went away when they got the ins at least. Patient said that they got comfortable with their dbs and could adjust their dbs to where their head twitch doesn't bother it if they don't focus on it, patient said when they focus on their head twitch it gets worse. Pt also mentioned that they had their muscles "tightened" so their head always turns to the left. Pt said they had always been able to follow the wire (lead) on thr right side of their head.